Manufacturer narrative:
D: no information found for di number. G: no information found for 510(k) number. E:unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Visual, functional and accuracy tests were performed, and a damaged downstream occlusion (dso) seal was found as well as a defective air detector. The cause of the problem was a damaged dso seal and defective air detector. The dso seal and air detector were replaced to fix the issue.

Event description:
It was reported that the device is for repair. They stated that the pump failed during annual inspection. There was no clinical consequence and unknown patient involvement. The investigation results found a damaged downstream occlusion seal and a defective air detector.